Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), right atrial (ra) lead, and implantable defibrillation lead had gone into full arrest three times. Interrogation of the device revealed high out of range ra, right ventricular pacing impedance measurements, and high out of range shock impedance measurements. No rhythm strips were available, however, noise was also observed on the electrograms (egms) consistent with a lead fracture. The patient was intubated. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. The physician commented that no further action would be taken for the patient. No further information was provided to the field representative. Records indicate these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.